Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was reported as dislocation. The previous surgery and the surgery detailed in this event occurred 1 month and 2 weeks apart. The healthcare professional indicated there was no significant adverse event. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical - austin for examination. A review of the device history records show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. There was a nonconformance associated with the concomitant part #509-01-036, rsp semiconstrained humeral socket insert, 36mm, hxe-plus which documents that out of 20 parts lot, 1 part was rejected and scrapped due to incorrect program loading. All other item in the lot were met with the design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this evaluation that indicate that the reported devices were defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical such as poor bone density, patient bone deterioration, inadequate soft tissue support, patient activities and trauma. Due to short time between original and revision surgery it seems that the event may have possibly occurred due to lack of care, patient noncompliance with medical instruction. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to dislocation.